Manufacturer narrative:
The impella device was received for evaluation. Upon completion of the investigation, a supplemental MDR will be filed.

Event description:
The user facility reported that an console (aic) displayed an unexpected controller shutdown message. The device was removed as a result of the failure. There was no patient harm.

Manufacturer narrative:
The investigation of automated impella controller (aic) - shutdown or restart issue has been completed. The root cause of the unexpected shutdown could not be determined due to the inability to reproduce the issue.